Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and persistent phrenic nerve stimulation. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.